Event description:
Patient reported a left side "capsular contracture" baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown.

Event description:
Patient reported a left side "capsular contracture" baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device photo analysis: the device related to the reported capsular contracture was reviewed on july 20,2022. Visual analysis of the photographs identified appears to be intact device, with brown particles in the surface of the shell gel . Device labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted and replaced.